Event description:
It was reported that at a follow up appointment, the patient's ventricular lead impedance had elevated to a high measurement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. Weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance equal to 418 to 4047 ohms peak between (B)(4) 2012. Two patient alerts for lead failure predictor on (B)(4) 2012. Fifteen ventricular non-sustained tachycardia (nst) less than or equal to 190 ms between (B)(4) 2012.